Event description:
Customer states in a letter received (B)(6) 2013 that he was sitting in his invacare tdx-sp wheelchair he began to smell burning rubber and the chair combusted. He does not report any injury in his letter but does ask for a piece of equivalent equipment from a different MFR. I have phoned him but have not been able to reach him to date. It is our intention to replace his equipment with a similar wheelchair from a different MFR.